Event description:
Allegedly, doctor was performing a laparoscopic repair on an appendix rupture when the jaw broke and stopped functioning. Doctor was concerned that a piece may have come off instrument so he did an x-ray; the x-ray results were negative. Doctor replaced instrument and completed procedure; patient's condition post-op was good. Upon return of instrument, our evaluation showed that a less than 1mm piece of hinge pin was missing; it is possible piece remains in patient; it is also possible the piece came off when instrument was outside of patient during removal. We informed hospital of finding.

Manufacturer narrative:
Grasper jaws are not functioning because one hinge is not attached; the 1mm piece of pin that secured the hinge is missing. Damage may be due to stress overload.